Manufacturer narrative:
Evaluation: device failure/lack of effectiveness related to pt condition (severe tortuosity with little calcification and 90% stenosis). Device analysis is pending.

Event description:
A 2.5mm x 15mm sprinter rx dilatation balloon catheter was used to pre-dilate an rca lesion. The lesion morphology is reported to be severe tortuosity with little calcification and 90% stenosis. It was reported that the physician had first performed an ivus study when he inserted the sprinter rx to the #3 mid rca and inflated to 8 atms for 20 seconds; however, the lesion was not dilated sufficiently. The balloon was re-inflated at the same lesion site and upon inflation to 12 atms, the balloon burst. It was noted that a dissection had occurred. The balloon catheter was successfully removed from the pt. Three stents were implanted at the lesion site and the procedure was completed. Medtronic has received the device and its analysis is pending. The pt is reported to be stable and no add'l clinical sequelae were reported. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.